Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -1.00/2.0/020 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6 - result code: 114 should be corrected to 213, in initial medwatch report. (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported that the initial lens was implanted on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a smaller length lens and the problem resolved. "Patient is happy". H6 - patient code 3191: no code available (secondary surgery, lens exchange). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).